Manufacturer narrative:
In a communication with the olympus technical assistance center (tac). The customer was informed, that fluid invasion in the scope might be an issue. They were emailed the instructions for use for their review to ensure that the videoscope cable was not connected to the video system when using 190 scopes. The steps advised were to power off the light source and video system center, remove the digital light source cable, clean it with canned air, and then reconnect the power. The customer was also advised, to purchase the videoscope cable (maj-2087) and the light source socket cleaning kit. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source exhibited a b30 error (scope communication error). It is unknown, when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, d8, h6, and h11 were updated. Based on the results of the investigation, and because the device was not returned for evaluation, the definitive root cause of the error could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during multiple unspecified therapeutic and diagnostic procedures. The procedures were completed with the same device with no reported patient harm with minimal delay.